Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle experienced poor sleeve function. The following information was provided by the initial reporter: translated to english. The customer "reports that their client is using our needle, was unable to specify which one, and that it is leaking blood during the collection inside the adapter because it is not fitting correctly. She reported that the needle adapter is from another brand. I asked about other information and about lot / sku of the needle and she said she would inform later but did not return. She informed that she does not know if in this event the tube that was placed in the adapter was bd or greiner as they could still have the tube previously used in the institution."

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photos for evaluation. Additionally, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted.

Manufacturer narrative:
This complaint was accidentally created as a duplicate of MFR#: 2243072-2020-01870. As a result MFR is cancelled.

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle experienced poor sleeve function. The following information was provided by the initial reporter: translated to english. The customer "reports that their client is using our needle, was unable to specify which one, and that it is leaking blood during the collection inside the adapter because it is not fitting correctly. She reported that the needle adapter is from another brand. I asked about other information and about lot / sku of the needle and she said she would inform later but did not return. She informed that she does not know if in this event the tube that was placed in the adapter was bd or greiner as they could still have the tube previously used in the institution."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle experienced poor sleeve function. The following information was provided by the initial reporter: translated to english. The customer "reports that their client is using our needle, was unable to specify which one, and that it is leaking blood during the collection inside the adapter because it is not fitting correctly. She reported that the needle adapter is from another brand. I asked about other information and about lot / sku of the needle and she said she would inform later but did not return. She informed that she does not know if in this event the tube that was placed in the adapter was bd or greiner as they could still have the tube previously used in the institution."